Event description:
It was reported that the device did not expand. A 30mm watchman laa closure device was being used in a procedure. After the device had been recaptured twice, the front ends of the device were twisted together, and did not expand when deployed. The device was removed and another of the same device was used to complete the procedure. No patient complications were noted.